Event description:
Pt had artificial disc replacement (adr). Approximately one month later on a routine post op follow up visit, pt complained of posterior neck and shoulder pain 1 out of 10 on a pain scale. X-ray revealed that artificial disc was dislodged. After noting x-ray, patient stated that she had difficulty swallowing when neck was fully extended. Patient denied pain in bilateral arms/hands, and denied numbness, tingling, paresthesis, and paralysis. The patient was not placed in a collar post op. The next day, patient returned to or for cervicore adr removal, anterior cervical fusion with plates and crews, and iliac wedge.